Event description:
It was reported that the patient was in pain and can hardly walk. The patient was reprogrammed and was doing better however the patient was given shots and pain medicine which did not help at all. No further information has been obtained despite good faith efforts.